Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon has had problems recently with malformed clips. No other information is available at this time. There were no patient consequences. Unknown how case was completed. One device was discarded.